Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 235mg/dl. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support advised the customer that apidra was contraindicated to be used with the pump and to perform an infusion tubing change in order to address the occlusion. The customer was to perform an infusion tubing change to address the occlusion alarm and was to switch to novolog insulin later on in the day.